Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0t9lm, implanted:(B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported that the stimulator was going on all the time. When the patient had the temporary one it would come on some of the time and then go off some of the time. This had been happening since implant 6 days ago. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.